Event description:
The user facility reported that the guidewire broke inside the duct.

Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. Occupation: unknown. Inspection of the actual sample could not be performed since it was not returned to ashitaka factory. The product code reported (ol-xs25455) was for a domestic destination, we inquired at the involved facility and identified it. Our follow-up with the involved facility obtained the following information. The product appeared to have been fragmented and the fragment appeared to be about 25 mm under an x-ray fluoroscope. Retrieval of the fragment was abandoned. Review of the manufacturing record and the product-release judgment record of the involved product/lot number combination confirmed that there were not any anomalies in them. A search of the complaint file found no other similar reports with the involved product code/lot number combination from other facilities. The investigation results showed that there was no anomaly in the manufacturing related records. Since the actual sample was not returned, close analysis of it could not be performed. The cause of occurrence could not be clarified. The following statement can be found in the instructions for use (IFU) of this product: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g4. This device is exempt from the 510k; therefore, section g4 should have been left blank.